Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the na electrode. After the replacement of the electrode, the customer has not reported any further na issues. Based on the calibration and quality control information, there was no indication of an electrode issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable high ise indirect gen.2 na result for one patient tested on a cobas 6000 c (501) module. The initial result was not reported outside the laboratory. The sample was repeated for confirmation. The initial na result was 169 mmol/l, and the repeat result was 133 mmol/l. Na electrode lot number and expiration date were requested but not provided.